Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. During a routine changeout procedure, the superior vena cava (svc) coil impedance was recorded as "none" on the new device. Further testing through the device and the analyzer confirmed an svc coil fracture. The svc portion of the lead was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154atg ICD, implanted: (B)(6) 2006. A 5076-52 lead, implanted: (B)(6) 2006. (B)(4).